Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found the sorter to be out of alignment, causing the barcode cover to jam with the first drawer. Fse aligned the sorter axis and verified the instrument for proper operation. The customer ran quality controls (qc); all results were within acceptable range, error 4055 and the jamming noise cleared. The aia-2000 instrument was functioning as intended. No further action required from field service. A complaint history review and service history review for similar complaints was performed for serial (B)(4) from 10-dec-2016 through (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under a4, appendix 4: error messages, error 4055 is sorter z-axis motor slippage detected. This error is generated when the each-limit sensor detected slippage after sorter z-axis movement. The solution is for customer is to contact tosoh service center or local representatives. The most probable cause of the reported issue was due to the sorter axis needed realignment.

Event description:
On (B)(6) 2018, a customer reported getting error 4055 sorter z-axis motor slippage detected and hearing noise on the aia-2000 instrument. Customer is unable to run alpha-fetoprotein (afp). On (B)(6) 2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of afp patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.